Event description:
The treating doctor reported the symptoms of loss of hearing in the right ear. The pt reported visiting a specialist due to the reported symptoms. The pt did not indicate that any medications were taken or prescribed to alleviate the reported symptoms. The treating doctor did not consider that this event is related to the invisalign product. The treating doctor also believed that the event is coincidental with the use of invisalign. The treatment was not discontinued.

Manufacturer narrative:
The aligners are not being evaluated as the product performed in accordance to specifications and the device was used in accordance with labeled indications. The treating doctor reported the symptoms of loss of hearing in the right ear. There is no evidence or correlation that supports the fact that the aligners caused or contributed to the pts loss of hearing. Since the aligners were in use during the time of the reported symptoms of loss of hearing, an adverse event will be reported and an MDR is being filed.